Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the right atrial (ra) lead exhibited high capture thresholds. The ra lead was explanted and replaced on (B)(6) 2021. The patient was stable throughout.